Manufacturer narrative:
(B)(4) batch # 286a40. Additional information: the jaws opened by the usual operation of opening/closing the jaws repeatedly. No bleeding or no leakage was observed. The patient's condition is stable. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? => no further information is available. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? => no further information is available. Did the jaws eventually open? => no further information is available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above where the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. An intermittent function was noted on the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out-of-specification issue with components that affected the functionality of the firing switch actuator. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during a respiratory surgery, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.